Event description:
The complainant indicated that the medics were attempting to monitor a pt (age and gender unknown), but the device screen displayed both an "error 41" and an "error 42" message. The complainant indicated that pt care was not compromised because of the reported malfunction, and that there was no adverse effect to the pt as a result of the failure.